Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer¿s blood glucose level was 453 mg/dl. Customer treated their high blood glucose levels via manual injections. Troubleshooting for no delivery was performed. Customer advised they had nine no delivery alarms and had changed out 5 infusion sets. Customer was using the incorrect technique and when they used the proper technique the resistance cleared. Customer changed out their infusion set and was advised to properly disconnect the reservoir from the insulin vile to avoid unnecessary no delivery alarms. Customer advised changing their complete set and reservoir resolved the no delivery alarm. The insulin pump will not be returned for analysis. Customer declined to troubleshoot for high blood glucose levels. Frn-mmt-332-reservoir. Infusion set . Unomedical infusion set.